Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Event description:
Customer reported that a pyxis anesthesia es system drawer malfunctioned, preventing user access to medication. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer malfunctioned, preventing user access to medication. There was no reported patient or user harm. This event is recorded on complaint number (B)(4) a field service technician evaluated the device and found no fault in the drawer components that would have contributed to a drawer malfunction. The drawer was tested and functioned correctly. No other issues were identified.